Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was positioned but exhibited loss of capture and high threshold measurements. The lv pacing impedance measurements were also observed to be greater than 3000 ohms and the physician reported experiencing difficulty pushing the guidewire through the body of the lead. As the lv lead was suspected to have fractured, it was removed and replaced prior to pocket closure. There were no adverse patient effects reported. This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An x-ray confirmed a conductor fracture approximately 4.5 centimeters (cm) from the terminal end. The lead failed a resistance test due to the fracture. A wire insertion test performed and failed due to the lumen being clogged with dried blood/body fluid. Analysis was able to confirm the allegation made against the lead in the field.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead was positioned but exhibited loss of capture and high threshold measurements. The lv pacing impedance measurements were also observed to be greater than 3000 ohms and the physician reported experiencing difficulty pushing the guidewire through the body of the lead. As the lv lead was suspected to have fractured, it was removed and replaced prior to pocket closure. There were no adverse patient effects reported.